Event description:
Spaceoar vue inserted transperineally (B)(6) 2024, and by (B)(6) 2024 patient complained of pain, constipation, difficulty urinating, and flank pain. Admitted from ER for imaging, cultures, and observation. Urine culture +staphylococcus epidermidis >100,000 cfu/ml. CT: patient is status post transrectal hyperdense spaceoar placement which appears displaced anteriorly and slightly towards the left secondary to hypodense collection measuring approximately 4.4 x 2.6 x 3.8 cm along inferior and posterior aspect of the spaceoar concerning for evolving perirectal abscess. Diffuse wall thickening noted in the rectum suggestive of proctitis. Thinning of anterior rectal wall adjacent to the collection with no definite extraluminal air within the collection to suggest for rectal perforation/fistulization although suboptimal evaluation in the absence of rectal contrast. Further evaluation with dedicated prostate/rectal MRI with and without contrast may be considered as clinically indicated. Fluid consistency stool noted throughout the colon suggestive nonspecific diarrheal state. Other chronic and incidental findings detailed in the report.